Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Additional info has been requested and will be submitted upon receipt accordingly. The pt code 3191 is being used to report the unspecific cardiac event as there is no code available to capture this event.